Event description:
A materials manager reported that following intraocular lens (iol) implant surgery, a patient had a refractive lens error. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The diopter of the replacement lens is unknown. No further information has been provided. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Additional information was requested by phone and fax. A completed questionnaire has not been received. (B)(4).